Manufacturer narrative:
(B)(4). The wireless module was received and evaluated by baxter. The module was received inoperable due to a "will not connect" condition. The module failed due to the radio pcb (specific component not identified) rendering the unit un-repairable. The un-repairable module was removed from service.

Event description:
It was reported that a wireless module would not connect to the customer's network. It was also reported that there was no pt involvement.